Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of an unknown 5f mynx control vascular closure device (vcd) burst as it was being retracted toward the arteriotomy. Therefore, temporary hemostasis was not achieved and mynx sealant was unable to be deployed. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of an unknown 5f mynx control vascular closure device (vcd) burst as it was being retracted toward the arteriotomy. Therefore, temporary hemostasis was not achieved and mynx sealant was unable to be deployed. There was no reported patient injury. The user was trained to the device. The device was not returned as previously expected for evaluation.

Event description:
As reported, the balloon of an unknown 5f mynx control vascular closure device (vcd) burst as it was being retracted toward the arteriotomy. Therefore, temporary hemostasis was not achieved and mynx sealant was unable to be deployed. There was no reported patient injury. The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was later returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of an unknown 5f mynx control vascular closure device (vcd) burst as it was being retracted toward the arteriotomy. Therefore, temporary hemostasis was not achieved and mynx sealant was unable to be deployed. There was no reported patient injury. The user was trained to the device. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock opened. A cordis procedure sheath was locked on to the sheath catch. The sealant remained in the manufacturing position, exposed to blood. The device was inspected for damages/anomalies that may have contributed to the reported failure and no damages/anomalies were observed on the returned device. Per functional analysis, an inflation/deflation test was performed per the mynx control instructions for use (IFU), and the results revealed a leak in the balloon of the returned device. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device. The product history record (phr) review of lot f2227702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear could not be determined during analysis. Based on the limited information available for review and product analysis, access site vessel characteristics (ruptured during retraction to the arteriotomy) most likely contributed to the reported event since a calcified vessel can cause damage to the balloon. According to the instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of an unknown 5f mynx control vascular closure device (vcd) burst as it was being retracted toward the arteriotomy. Therefore, temporary hemostasis was not achieved and mynx sealant was unable to be deployed. There was no reported patient injury. The user was trained to the device. The device was not returned as previously expected for evaluation.

Manufacturer narrative:
As reported, the balloon of an unknown 5f mynx control vascular closure device (vcd) burst as it was being retracted toward the arteriotomy. Therefore, temporary hemostasis was not achieved and mynx sealant was unable to be deployed. There was no reported patient injury. The user was trained to the device. The product was not returned for analysis. The product history record (phr) review of lot f2227702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-balloon loss of pressure could not be confirmed as the device was not returned for analysis. The exact cause of the loss of pressure reported could not be determined. Based on the limited information available for review, access site vessel characteristics (although not reported) most likely contributed to the reported event since a calcified vessel can cause damage to the balloon when being retracted towards the arteriotomy. According to the mynx control instructions for use, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Confirm via femoral arteriogram or venogram: there is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the information available for review indicate that there is a design or manufacturing related issue. Therefore, no corrective/preventative action will be taken at this time.